Event description:
Sprint fidelis lead under recall, fractured with resulting inappropriate shock therapy. Patient was seen in emergency department (ed), where implantable cardioverter defibrillator (ICD) tachycardia therapies were programmed off.======================manufacturer response for ICD rv lead, medtronic (per site reporter).======================patient has not decided what to do next, explant and re-implant vs. Cap lead off and not re-implant ICD. She is having a second opinion.